Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2023-01878 is a duplicate of MFR report number 0002023141-2023-01651 that was submitted on june 12, 2023. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2023-01651. No additional reports will be submitted under MFR report number 0002023141-2023-01878.

Event description:
Upon further review, it was determined that this event has already been reported. This report is being submitted to retract the initial report, MFR report number 0002023141-2023-01878 as this event has already been submitted and is a duplicate of MFR report number 0002023141-2023-01651 that was submitted on june 12, 2023.

Event description:
It was reported that the implant had to be removed due to fracture. Symptoms as a result of the event: bone loss. Tooth location is unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. E1: first/last given name unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.